Manufacturer narrative:
No calibration influence was observed. No relevant alarms were observed. The field service engineer found that the analyzer was performing within specification and no issues were detected. A general reagent or analyzer problem can be excluded since the qc was within the ranges on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg stat assay on a cobas 6000 e601 module. Initial result: 13 miu/ml. The physician questioned the initial result, prompting the repeat of the sample. Repeat result: 40.016 miu/ml (tested on a cobas e 801 analyzer). The repeat result was deemed to be correct.